Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was at customer's site and was able to reproduce error on first run of the daily check. Fse removed the bf probe #2 after the error message and noticed there was no fluid in the well while bf probe #1 had fluid inside, indicating a dispensing valve failure. Fse replaced the valve, sv 151, and ran two successful daily checks, followed by customer's control run, which passed within acceptable range. No further action was required. The aia-900 instrument is performing within specifications. The aia 900, serial number (B)(4), was installed on (B)(6) 2018. There were no other similar complaints identified since installation to aware date (B)(6) 2018. The aia-900 operator's manual under section 12 - flags and error messages, states the following: the 2240 bf probe 2 purge failure is generated when the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The cause of the reported event is still pending, investigation is ongoing.

Event description:
A customer reported getting 2240 "bf probe 2 purge failure" error on the aia-900 instrument. The customer replaced tip, put on new wash, cleaned liquid and confirmed tubing was attached. The customer also primed the bf wash 3 times but all primes resulted in error 2240. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number 11267110, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The wash solenoid valve was returned to tosoh instrument service center for investigation. Visual inspection confirmed the reported event was due to failure of the wash solenoid valve. H.3. Device evaluation by manufacturer: the most likely cause of the reported event was due to failure of wash solenoid valve.